Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.the device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers.

Event description:
Pin allegedly migrated up line. The device in question was repaired twice. The pin is the stent that is attached to the replacement section of the catheter and then inserted into the catheter lumen. A splice sleeve is then reportedly glued over the repair site to keep everything in place. The stent has reportedly migrated from the repair site down towards the end of the line.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. During year-end review, the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred per 21 crf 803.19.